Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error during an infusion set change. The blood glucose reading was 245 mg/dl. No significant events leading to the alarm were observed. The customer was advised that during the seating, the force sensor did not detect the reservoir. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk. Insulin pump received with broken reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, broken belt clip slot, and stained end cap sticker.